Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The system was then successfully reprogrammed. There were no additional adverse patient effects. The system remains implanted.